Event description:
The user facility reported that the resident applied the skull clamp at 80 pounds; and at sometime during the case, he noticed that the pressure had dropped to 40 pounds. The clamp was removed and another clamp was applied to complete the case. There was no pt injury. Attempting to obtain add'l info.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.